Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels close to 500 mg/dl for 4 days with trace ketones. During troubleshooting with tandem's technical support, the customer reported seeing a large air gap in the tubing. The customer primed the tubing to remove the air.